Event description:
This patient had an elective impella cp-supported multi-vessel percutaneous coronary intervention via the right common femoral artery approach. During the procedure, there was shearing of the csi diamondback 360 1.25 mm classic bur in the lad ((left anterior descending coronary artery) requiring removal of the foreign object.